Event description:
Initial reporter stated the cassette would not engage during surgical setup. There was a short delay when they used another cassette from a pack that was previously sterilzed. There was no adverse effect on the pt.